Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) customer experienced short battery run time while walking the patient. There was no harm reported to the patient.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the customer experienced short battery run time while walking the patient. The customer swapped the unit and carried on therapy with no interruption. Biomed then tested the batteries and only got 30 minutes of run time. So, in order to fix the issue, the fse replaced the batteries (0146-00-0039). The fse then performed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.